Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (17) point of care units had no power, failed to initiate connection with logic board and failed. There was no reported patient involvement.

Event description:
It was reported that (17) point of care units had no power, failed to initiate connection with logic board and failed. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.